Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, two (2) viabahn (non-endologix) renal stent grafts, and a (non-endologix) bare stent in the right renal artery. Approximately eight (8) months post initial procedure, routine follow-up identified a type iiia endoleak. The patient was asymptomatic. Reintervention was performed with implant of three (3) excluder (non-endologix) cuffs with balloon touch up. The type iia endoleak was successfully sealed. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components¿ is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak is anatomy related as the superior stent margin of the bifurcated stent graft was in the aortic angulation. Procedure related harms for this complaint could not be determined. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, two (2) viabahn (non-endologix) renal stent grafts, and a (non-endologix) bare stent in the right renal artery. Approximately eight (8) months post initial procedure, routine follow-up identified a type iiia endoleak. The patient was asymptomatic. Reintervention was performed with implant of three (3) excluder (non-endologix) cuffs with balloon touch up. The type iia endoleak was successfully sealed. The final patient status was not provided. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela suprarenal proximal extension, two (2) viabahn (non-endologix) renal stent grafts, and a (non-endologix) bare stent in the right renal artery. Approximately eight (8) months post initial procedure, routine follow-up identified a type iiia endoleak. The patient was asymptomatic. Reintervention was performed with implant of three (3) excluder (non-endologix) cuffs with balloon touch up. The type iiia endoleak was successfully sealed. The final patient status was not provided.